Event description:
It was reported that the user experienced frequent low blood glucose while using the ilet bionic pancreas and requested additional training, noting difficulty with carbohydrate counting and meal announcing, with no device alarms reported. Symptoms included blurry vision and shortness of breath during lows, and increased urination and stomach discomfort during highs, with reported values ranging from 40 mg/dl to high readings and excursions lasting a few hours. Outcomes included no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included review of usage and education needs, and the case was assigned for additional training. Investigation of this case revealed no device malfunction or alarm-related issue and suggested user-related factors, including limited carbohydrate awareness and meal announcement practices, as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.